Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon was ruptured. The 75% stenosed target lesion was located in the severely calcified artery. A 15mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.